Event description:
It was reported through remote transmission that patient received multiple inappropriate atp therapy for af with rapid ventricular response. Patient was asymptomatic. Programming changes were recommended. No further information was provided.